Event description:
The customer reported both of the cq2015a collamer three pieces lenses were too tight to plunge through the injector and were damaged during insertion. There was no patient injury. The reporter stated the event was likely due to a loading error since the same injector was used the rest of the day without incident. See MFR# 2023826-2014-00631 for the other lens involved in this case.

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4) - no known consequences or impact to the patient; torn material. Evaluation results: visual inspection of the returned product showed tears in the optic and a haptic was torn off with a piece of the optic and missing. (B)(4).